Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a line blocked alarm occurred and a replacement cleo 90 infusion set was requested. The person with diabetes (pwd) had already self-resolved the alarm prior to the call by changing the cleo 90 infusion set tubing and site before resuming insulin delivery with the current cassette (not an ICU medical product). The pss had confirmed that the infusion set had been inserted in the pwd¿s abdomen and that the cannula had been found bent upon removal of the infusion site. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient details were provided: the patient is a non-hispanic/latino male born on 8-aug-1992 and weighing 160 lbs.